Event description:
A vaxcel standard port was placed for therapeutic purposes on an unk date. Approx. Eight months later in 2005, it was reported the pt experienced pain and swelling around the subclavian area nad a portagram revealed a longitudinal fracture at the internal jugular turn. The port was replaced.